Event description:
Event description cpi received information that this ventricualr unipolar is-1 lead (4161) was removed from service due to lead damage. The physician also electively changed the implantable pulse generator (ipg), and upgraded to a dddr system. Two leads were also added to this system.